Manufacturer narrative:
Case was initially reported on 9/18/2014, but no information was given regarding an alleged injury until 9/9/2015 where case was then re-opened. Reports from supplying dealer are cabling had become disconnected resulting in the loss of power to the unit during drive. Unit has not been made available for investigation by permobil due to pending litigation, so no conclusions can be made into the validity or root cause of reported incident. If/when further information is received, a follow up MDR will be filed.

Event description:
Reports of driving full speed in the street when the chair suddenly stopped. Occupant was not restrained by a positioning belt and he fell forward out of the chair. Occupant sustained a broken arm and was transported to the hospital.